Manufacturer narrative:
The drill was received by the manufacturer; however, the overheating complaint could not be replicated. During testing the rotor seized. The rotor assembly and bearings were replaced, and additional preventative maintenance was performed. The drill was repaired and returned to the user facility.

Event description:
It was reported that the drill attachment heated up during testing. This event did not occur during a surgical procedure, there was no patient involvement, no user injury reported, and no adverse consequences alleged.